Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the broken pump head door/door latch was confirmed during evaluation. The cause of the reported condition was determined to be cracked/broken door. The pump head door parts and the door latch were replaced as per service manual to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in the u.s. Region as of (B)(6) 2010 (refer to end of service notification (B)(4)). Baxter continues to support the product in the (B)(6) and will do so until parts remain available. Per the flo-gard quality plan (B)(4) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Event description:
The facility representative contacted baxter to report a flogard in which the pump head door and door latch broken. There was no adverse event, patient injury or medical intervention associated with this report. There is no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.